Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The male adapters of unspecified tubing sets were connected to the removal clave ports of the extension sets. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of time in use, the removal clave ports disconnected from the extension sets; subsequently bleed back was noted. The extension sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the info known by the reporter upon query by hospira personnel.